Event description:
It was reported that the stored electrograms showed that the ventricular lead exhibited noise. Since 2009, the pulse generator showed about 900 high ventricular rate episodes. The high ventricular rate stored electrograms showed noise on the ventricular lead, and not a true high ventricular rate. The lead would be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.